Manufacturer narrative:
The zoll catheter in complaint will not be returned for investigation. Therefore, a physical investigation will not be performed. A supplemental report will be filed if the product is returned and investigation has been completed.

Event description:
On day 4 of ivtm therapy during temperature maintenance phase, the nurse reported that the thermogard console displayed an airtrap alarm. Upon inspection, it was observed that the saline bag was empty. No signs of leak was observed on the start-up kit (suk) or on the patient's bedside was observed. Following this, the user cleared the airtrap alarm by repriming the console with the suk, and replacing the saline bag. Ivtm therapy was resumed; however, the fluid level on the saline bag once again started to decrease at a fast rate. The user decided to discontinue ivtm therapy. The reporter was unable to specify if adjunct therapy was administered. No known impact or patient consequence was reported.

Manufacturer narrative:
The reported catheter leak was not confirmed. A visual inspection of the returned catheter was performed. The balloons were examined and there were no tears, balloon bond detachment or rupture noted. Blood had accumulated /dried up on the proximal infusion port functional testing of the returned catheter was performed. All infusion ports and extension tubes were flushed without resistance, except the proximal infusion port. Was found clogged with blood. The catheter was connected to a pressurized inflation device, the balloons fully inflated when pressurized up to 100 psi without any issues. The balloons did not leak during inflation and deflation. No leak was observed. During manufacturing, all catheters are 100 % inspected. Only units that pass are moved to the next process.